Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. The patient was discharged on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. From the lots delivered to the customer, it was found that the lot 25hr08089 has availability to be returned, therefore, one case was requested of this lot to be returned. The companion product sample was visually inspected and had no issues. The line showed no damage, the cassette had no tears, and no other conditions were noted that could result in peritonitis. The cassette set was found to be in the expected condition. A functional test was performed on the companion product sample using a cycler machine. During testing, no air bubbles, alarms, leaks, or other anomalies were detected. After completion, the cassette was removed from the cycler and no moisture was present. The test was successfully completed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. The patient was discharged on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. No further information was provided.

Manufacturer narrative:
Correction: h1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was admitted to the hospital. The pdrn was unable to confirm the reason for the hospitalization but mentioned that she believes the patient may have peritonitis. This diagnosis has not been confirmed. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in active treatment at the time. The patient was diagnosed with peritonitis and admitted to the hospital. Pd effluent cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.5g every 4-5 days for 14 days and ip ceftazidime 2g daily for 14 days. The patient was instructed that the antibiotics must dwell for 6-8 hours and be delivered via 1.5% and 2.5% manual bags. The cultures were positive for corynebacterium (no species provided). The white blood cell (wbc) count was 638. It is unknown if the patient is completing capd or ccpd during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is not confirmed. The patient stated there may have been a breach but could not identify one single incident where technique was broken. The patient stated the only change is that her boyfriend is visiting from another country and has been staying and sleeping in her bed for the last few weeks. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a definitive cause of the peritonitis was not determined, the culture result of corynebacterium suggests a breach in aseptic technique. This organism belongs to the physiological flora of human skin and mucous membranes. The patient did report her boyfriend was visiting and staying in her bed which could have resulted in contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.